Event description:
It was reported the colonovideoscope exhibited communication errors e117, e237 and e238. The issue occurred during the inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields- d8, h2, h3, h6, h8, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure error code e117 was confirmed. However, issue e237 and e238 was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is most likely that the error code e117 occurred due to moisture adhering to the printed circuit board of the scope connector as a result of to water ingress. Whereas no presumable cause could be determined for the issue e237 and e238. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.